Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 1400 mg/dl. Customer felt symptoms of nausea vomiting. The customer did not mention any form of treatment for their blood glucose levels. The customer was wearing the insulin pump during their hospital stay. The customer forgot what the date of the hospitalization or what led to the incident. The customer's current blood glucose was 600 mg/dl. The customer did not troubleshoot and did not send the product back for analysis.